Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) got caught in an unknown sheath. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. The patient recovered after the mynx event. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The device was used in an interventional procedure with a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to none vessel tortuosity. There was little to no presence of pvd / calcium in the vicinity of the puncture site. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) got caught in an unknown sheath. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. The patient recovered after the mynx event. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The device was used in an interventional procedure with a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to none vessel tortuosity. There was little to no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event of ¿catheter-inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the issue experienced during device insertion. However, access site vessel characteristics (there was little to none tortuosity and pvd/calcium) and/or the condition of the procedural sheath (the device reportedly got caught in the sheath) are possible. It should be noted that a tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.